Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter: short description: catheter wing only partially retracts. The canula on the 18g catheter only partially retracted, resulting in a high risk of bse (blood exposure accident) for the nurse and bleeding by the patient. According to the nurse, this has already happened with 18gr catheters (batch number unknown).

Event description:
No new information.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.